Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running, but that it was not delivering. Mmd made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. They had not reported any adverse effects to the patient due to the complaint. No other information was provided. (B)(4)